Event description:
The pt was implanted with two leads with the same lot number. It was reported that the pt had experienced a change in his stimulation after suffering from a fall. X-rays were taken and determined that the leads had migrated. The pt had revision surgery to reposition the leads. It is reported that the pt now has effective stimulation post operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.